Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "variax fibula and aznis 4 removal surgery on the right ankle. The head of asnis4 used for the distal tibia broke. The driver broke when I tried to remove it. I scraped the surrounding bone and removed it. It seems that the bone was hard." This report is for the broken screw driver.